Event description:
The ge oec 9800 fluoroscopy system displayed low ma and low kv error codes and would not make x-ray exposures.

Manufacturer narrative:
A ge oec service rep investigated the issue and a blown snubber pcb that was replaced and additionally replaced the high voltage tank, which lead to the needed replacement generator interface pcb and the high voltage cables to the x-ray tube. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.